Manufacturer narrative:
Follow-up #1: date of submission 14-may-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: review of the black box data revealed evidence of unexplained power on reset event. On investigation, the pump was powered on and ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with no power interruption occurred during the investigation. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.